Manufacturer narrative:
(B)(6). (B)(4). The device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that per medical records on (B)(6) 2005: the patient presented with pre-op diagnosis: discogenic back pain. The patient underwent: anterior retroperitoneal exposure of the lumbar spine for anterior lumbar interbody fusion at levels l3-l4, l4-l5 and levels l5-s1. Per-op notes: level l3-4, l4-5, and level l5-s1 disc spaces were entirely exposed. Bone from the left iliac crest was removed to be placed in those spaces. No patient complications. On (B)(6) 2005: the patient presented with pre-op diagnosis: degenerative disc disease, discogenic pain. The patient underwent: anterior lumbar interbody fusion at levels l3-l4, l4-l5 and levels l5-s1, application of bone dowels x2 to 3-4, 4-5, 5-1, discectomy 3-4, 4-5, 5-1, bone morphogenic protein. Per-op notes: discectomy was performed back to the posterior longitudinal ligament at 3-4, 4-5, 5-1. Then 4-5 and 5-1 were sounded to 20 mm of height and 3-4 to 18 mm of height. Beginning at the 5-1 level the 20 mm distractor was inserted and disc space was reamed and tapped to 32 mm of depth and 20 mm of height on both the left and right and a 20 mm bone dowel was packed with bone morphogenic protein and put into place on both the left and the right. Moving to the 4-5 level again 20 mm distractor was inserted, disc space was reamed and tapped to 29 mm of depth and 20 mm of height and two 20 mm bone dowels were packed with bone morphogenic protein and put into place. At the 3-4 level the 18 mm distractor was inserted, disc space was reamed and tapped to 29 mm of depth. At 3-4 the bone dowel was flush with the anterior body. No patient complications. Bone dowels of regeneration were used. On (B)(6) 2005: the patient presented with pre-op diagnosis: degenerative disc disease, discogenic pain. The patient underwent: posterior segmental instrumentation l3-4, 4-5, 5-1, posterolateral fusion l3-4, 4-5, 5-s1, bone morphogenic protein and hydroxyapatite. Per-op notes: sharp dissection taken down to the deep fascia, deep fascia incised, soft tissue divested from off the bony elements out to and over the tips of the transverse processes of 3, 4, 5 and 1. X-ray was obtained. Pedicles were sounded bilaterally, tapped and 40 x 6.5 mm screws placed bilaterally throughout. Decortication of lateral gutters performed. Bone morphogenic protein was mixed with hydroxyapatite, placed in the posterior lateral gutters and two 5.5 rods were cut and contoured in the appropriate amount of lordosis, put into place, tightened and torqued to the appropriate foot pounds of pressure. Breakoff screws were broken off. Single crosslink using a 308 was put into place. No patient complications. On (B)(6) 2005: the patient presented with pre-op diagnosis: thrombosis left iliac and femoral artery. The patient underwent: exploration of femoral artery with thrombectomy of left iliac and femoral artery. Intraoperative arteriogram. No patient complications. Post-op diagnosis: thrombosis left iliac artery. On (B)(6) 2005: the patient presented with failure of coumadin secondary to retrosheath hematoma with progressive bleeding requiring transfusion, to prevent the eventual propagation of thrombus further along. Pre-op diagnosis: left femoral popliteal dvt, with a rectus sheath hematoma. The patient underwent: 1) placement of a greenfield filter. 2) inferior venacavogram. Findings: normal inferior venacavogram.